Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, fired; cartridge condition, partially fired, and cartridge return batch number, k0120m. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; and condition of yoke, good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Due to the damaged firing mechanism the instrument may become difficult to release from tissue.

Event description:
It was reported the device was not used during a vats procedure. It was reported by the affiliate that the device broke when the surgeon squeezed the trigger for the second firing. There was no pt consequence.